Manufacturer narrative:
Product event summary: performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Rrt triggered on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) early. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. The analyst noted analysis confirmed a depleted battery and found the device to have intermittent high system current drain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.